Event description:
It was reported that there was a system failure, the auxiliary control unit power strobe failure and background self-test timeout occurred. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that non-original equipment manufacturer tamper seals and a non-original equipment manufacturer top case were found on the pump upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the power up portion of the investigation. Root cause of the reported issue cannot be determined as no problem was found. Replaced the main board preventively, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously. Corrected data: d4: correction: model number: 4000.